Event description:
It was reported by the rep that the one tl60 was used during a low anterior resection procedure. It was reported that the product left holes in the bowel and misfired. A new instrument was used and there was no pt consequence.